Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was diagnosed with lv lead dislodgment. The patient was hospitalized. Lv lead was repositioned.